Event description:
It was reported by service report that the head left load cells were causing inaccrate scale readings. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: headend left load cell failed.